Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter separating. The following information was provided by the initial reporter: catheter is separating from the sheath which is causing a leak. Serious injury: no.

Manufacturer narrative:
The complaint of a damaged IV catheter was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation, which showed a 22g insyte autoguard device. The needle was protruding through the side of the catheter. Blood residue was visible between the needle puncture site and the tip of the catheter, which indicates that the catheter likely accessed the vessel. Due to the evidence of use, the needle was likely reinserted into the IV catheter. The instructions for use (IFU) warn, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The complaint that the catheter was punctured by the needle was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation. The photo showed a 22g insyte autoguard IV catheter with evidence of use. The needle was protruding through the IV catheter tubing and the section of tubing between the catheter tip and needle puncture site contained what appeared to be blood residue, which suggested that the catheter tubing was punctured after the vessel was accessed. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The instructions for use (IFU) warn that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.